Manufacturer narrative:
After an engineering review of the g741-xx-xx mis pedicle screw and the g828 circular lock screw drawings, no design issues could be found. After discussion with the complainant, no user errors could be found. It is suspected that the issue can be traced back to a quality control deficiency at the manufacturer.

Event description:
On (B)(6) 2018 a patient underwent a two-level lumbar fusion. The surgeon placed a unilateral construct consisting of two (2) g741-65-40 mis pedicle screws, one (1) g741-65-45 mis pedicle screw, one (1) g350-5-65 rod, and (3) g828 circular lock screws. While attempting to apply the full final tightening torque to the first lock screw the surgeon noticed that the lock screw continued spinning within the tulip of the g741-65-40 mis pedicle screw. He removed the lock screw and replaced it with a second lock screw. When the second lock screw could not be fully tightened he removed it as well. Examining the two removed lock screws showed that some of the threads were shaved off the first lock screw. The surgeon used a saline flush and suction to remove the metal shavings and confirmed that all shavings had been removed through a visual and tactile inspection. The g741-65-40 mis pedicle screw was removed and replaced with another g741-65-40 mis pedicle screw. The surgeon placed the rod in the construct and using a new g828 lock screw was able to successfully complete the construct without further incident.